Event description:
The catheter is placed in the lower leg (v. Saphena magna) without any problems, the guidewire wasn't difficult to remove. It was x-rayed with the tip in v. Cava inferior. After 6 days the catheter is blocked, the last part is hard to remove. Heat is applied above the vessel. When they pull to get the catheter out it snaps and a piece is left inside the childs vessel. A cut down procedure is performed to remove the catheter tip.

Manufacturer narrative:
This complaint is not confirmed to be caused by manufacturing. We got a little catheter fragment with the length of approx. 3cm including the distal catheter tip. Microscopic examination shows a fibrin formation at the proximal end of the catheter fragment and a rough surface of the fracture plane, which is typical for a tensile fracture. Furthermore, the distal tip is occluded, probably due to fibrin, as well. Having checked the batch history records, no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. The tensile force of the catheter tube was 4.6 n and therefore was within our specification (min. 1.5 n). This is the very first complaint for batch 260318go and the eighth regarding a snapped catheter tube on code 1261.307 within the last three years. No further corrective action initiated by quality management as there are no indications of a manufacturing fault.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
"The catheter is placed in the lower leg (v. Saphena magna) without any problems, the guidewire wasn't difficult to remove. It was x-rayed with the tip in v. Cava inferior. After 6 days the catheter is blocked, the last part is hard to remove. Heat is applied above the vessel. When they pull to get the catheter out it snaps and a piece is left inside the childs vessel. A cut down procedure is performed to remove the catheter tip."